Event description:
I took off my dexcom g6 sensor after 10 days of intense discomfort and itchiness and found welts and a rash under the entire sensor. I still have welts that are weeping. I have photos from when I removed the sensor. FDA safety report ID# (B)(4).